Manufacturer narrative:
Correction: manufacturer report 2017865-2018-12939, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the battery performance alert (bpa) advisory, a bpa was received by the clinician on (B)(6) 2018 and the device was explanted and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.